Manufacturer narrative:
.

Event description:
According to the reporter, at the 3rd firing, staples were not placed. Bleeding was observed. Converted to open, fired again, but staples were malformed. Manual suturing to correct. Bleeding between 200cc and 500cc. Sex: male. Procedure: vats.